Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. The sample was evaluated and no pinch or blockage was observed. Water was able to be introduced into all returned pieces. No conditions were found on sample that could be associated with the reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. A potential root cause for this failure mode could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5) (7) pull catheter to seat the balloon at the level of the bladder neck and secure placement."

Event description:
It was reported that the balloon did not inflate fully.the user tried to insert the catheter again,but it was difficult to deflate in resistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon did not inflate fully. The user tried to insert the catheter again, but it was difficult to deflate in resistance.